Event description:
Pt reported having issues with air bubbles in the insulin cartridge for 3 months. Pt stated he solves the issue by priming. Pt reported the infusion device did not display any alarms. Pt reported the issue occurs when he is experiencing hyperglycemia. Pt reported being in the hosp. No blood glucose levels were provided. Treatment received was not provided. Pt's normal blood glucose range was not provided. No further info is available. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside the u.s. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.